Event description:
The facility reports the bath was completed and the staff member was drying the resident's legs when the resident slid forward to the edge of the chair. The resident had also gotten one arm under the safety belt and was sliding off the chair. The staff member released the safety belt and gently lowered the resident to the floor. The staff member then reached the call and called for assistance. The resident was assessed and stent to the hospital for x-rays. The resident suffered a fracture of the left leg, tiba and fibula, and a bruise to the upper right shoulder.